Event description:
The manufacturer became aware of a pmcf final study report that was conducted northshore university healthsystem, us. The title of this report is ¿a retrospective data collection of the treatment of shoulder joint replacement with the aequalis ascend flex shoulder system¿, which is associated with the stryker ¿aequalis ascend flex shoulder ¿system. This report includes analysis of the clinical data that was collected on 179 patients, the cases in this study range from 2013-2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that one patient experienced increased pain and fluid, and a loose glenoid component was found seven months after surgery, which required removal. The report states: ¿seventy-nine-year-old developed increased pain and fluid following a standard total shoulder with the ascend flex for osteoarthritis. Seven months after the index surgery, the glenoid component was found to be loose and removed arthroscopically¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged pain and fluid could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient.

Event description:
The manufacturer became aware of a pmcf final study report that was conducted (B)(6) university healthsystem, us. The title of this report is ¿a retrospective data collection of the treatment of shoulder joint replacement with the aequalis ascend flex shoulder system¿, which is associated with the stryker ¿aequalis ascend flex shoulder ¿system. This report includes analysis of the clinical data that was collected on 179 patients, the cases in this study range from 2013-2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that one patient experienced increased pain and fluid, and a loose glenoid component was found seven months after surgery, which required removal. The report states: ¿seventy-nine-year-old developed increased pain and fluid following a standard total shoulder with the ascend flex for osteoarthritis. Seven months after the index surgery, the glenoid component was found to be loose and removed arthroscopically¿.

Manufacturer narrative:
Please refer to g2 initial reporter intake source is post market study.

Event description:
The manufacturer became aware of a pmcf final study report that was conducted (B)(6). The title of this report is ¿a retrospective data collection of the treatment of shoulder joint replacement with the aequalis ascend flex shoulder system¿, which is associated with the stryker ¿aequalis ascend flex shoulder ¿system. This report includes analysis of the clinical data that was collected on 179 patients, the cases in this study range from 2013-2020. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that one patient experienced increased pain and fluid, and a loose glenoid component was found seven months after surgery, which required removal. The report states: ¿seventy-nine-year-old developed increased pain and fluid following a standard total shoulder with the ascend flex for osteoarthritis. Seven months after the index surgery, the glenoid component was found to be loose and removed arthroscopically¿